Manufacturer narrative:
If more information is retrieved, a follow-up report will be sent.

Event description:
The tip of the screwdriver from the medartis loaner tray broke off in the wound. The surgeon retrieved the broken piece. Final x-ray imaging confirmed that no objects were retained. All pieces were preserved.

Manufacturer narrative:
If more information is retrieved, a follow-up report will be sent.

Event description:
Tip of screwdriver from the medartis loaner tray broke off in wound. Surgeon retrieved the broken piece. Final xr showed no retained objects. All pieces saved.